Manufacturer narrative:
Correction/additional data recieved 7/29/10: the risk mgr advises our product did not cause or contribute to this event; therefore, this MDR report was not required.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a was not received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00174, 00175, 00176, 00177, 00178.

Event description:
Allegedly the tibial hinge base has come out of the poly spacer.